Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. This was caused by broken conductor wire in the distal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The tip opened and closed properly. The instrument failed an electrical continuity and energy delivery tests. Additionally, the instrument was found to have damaged conductor wire insulation at the distal end. The wires are exposed. There was no thermal damage and no missing material. The instrument was also found to have a dislodged conductor wire at the distal end. .

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to have a wire sticking out. There was no report of patient involvement.